Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit does not trigger and had an autofill failure. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the pressure transducer. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a